Event description:
Country of complaints: (B)(6). The needle is detached from the thread.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 107 unopened and 4 opened racepacks. Analysis and results: there are no previous complaints of this code batch. There are no units in our stock. Received 107 closed samples and 4 open samples with the needle detached from the thread. There are no needles inside the open samples and the thread is still wound on the pack. Needle attachment testing of the closed samples received was completed and the results of one of the samples did not fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: complaint justified. Corrective/preventive actions: there is a corrective action initiated in order to avoid this kind of incident in the future.